Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the clip becoming stuck in chordae resulting in gripper actuation issue of both the grippers and difficult leaflet grasping appears to be related to user technique/procedural circumstances. The tissue injury resulting in mitral regurgitation (mr) appears to be related to the procedural circumstances of clip become caught in the anatomy. Tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical interventions, foreign body removal, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove, foreign body, gripper actuation, recurrent mitral regurgitation, medical intervention, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted anterior flail with ruptured papillary muscle and restricted posterior leaflet. A steerable guide catheter (sgc 10607r335) was advanced to the mitral valve. Then the first cds (10115u119) was advanced to the mitral valve. Due to failed grasping attempts, a decision was made to adjust the position of the cds back above the valve. However, when the clip was inverted and retracted back into the atria from the ventricle, the clip became stuck in chordae. Troubleshooting was attempted, but the clip could not be freed. An attempt was made to grasp both leaflets from this position. But the grippers would no longer lower and remained stuck in the raised position. Therefore, the clip was deployed as is. The clip appeared to be attached to some anterior leaflets and chords, but not on the posterior leaflet. A new flail was noted and mr worsened to more than 4+ therefore, a second cds (10611r217) was advanced to the mitral valve to reduce mr and stabilize the first clip. However, the clip was unable to grasp both leaflets. Therefore, the cds was removed with the clip attached. One clip was implanted and mr is 4+. The patient remained hospitalized longer and underwent mitral valve replacement surgery. There was no clinically significant delay in the procedure. No additional information was provided.